Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that one day post-implant, the device showed high impedances in both channels and an exit block in the right ventricular (rv) channel. The device was reprogrammed, but the problem could not be solved. The physician decided to explant the device and replaced with a new device successfully which depicted normal values. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.